Manufacturer narrative:
H6: physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to verify the reported power issue. Physio replaced the power pcb assembly, battery wire harness and the device's battery pins as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The crew was able to manually power the device back on. The patient was being monitored only. This issue is patient related; however the customer indicated that there was no adverse patient outcome. No further details are available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The crew was able to manually power the device back on. The patient was being monitored only. This issue is patient related; however the customer indicated that there was no adverse patient outcome. No further details are available.